Event description:
Caller reported a malfunction on the pump after falling into the pool. Blood glucose level did not exceed 500 mg/dl. Pump could be reset, but the caller did not have the charging cable at the time and planned to call technical support for reset assistance once they returned home.